Event description:
The customer obtained reproducible higher than expected vitros trop I es results (0.136, 0.258 ng/ml) from a single patient sample processed on a vitros 5600 and vitros eci analyzer. The vitros trop I es results were considered to be higher than expected (<url of 0.034 ng/ml) based on the clinical history of the patient. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result (0.136 ng/ml) was reported out of the laboratory, and no treatment was initiated or altered based on the reported result. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible higher than expected vitros trop I es results were obtained from a single patient processed on a vitros 5600 and vitros eci analyzer. There was no evidence to suggest an instrument or reagent malfunction had occurred. Treating the sample using a heterophilic blocking tube yielded lower results than the untreated sample. The most likely cause of the event is the presence of heterophilic antibodies in the patient sample that are interfering with the assay. The vitros trop I es instructions for use state, "for troubleshooting purposes, if the ctni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products."